Manufacturer narrative:
Further analysis was performed on the main pcb. Visual inspection found no anomalies. Bench analysis observed typical operation, no anomalies when applied localized cooling and heating during cycling on/off, no anomalies when tapping on device when cycling on/off, verified that an integrated circuit component was fully seated in socket, functional test passed. Conclusion: could not produce any failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the lower case, side bail covers and ring cover were broken, the keyboard was scratched and the ring bail was bent. (B)(4).

Event description:
It was reported that the external pulse generator had no power. The generator was returned for service. There was no patient involvement.